Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Date of concomitant therapy is (B)(6) 2021. Part: 07.702.040s lot: 0l53371 manufacturing site: (B)(4), release to warehouse date: (B)(6) 2020, a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022, patient underwent revision surgery due to deformity of the femoral head following open reduction internal fixation (orif). On (B)(6) 2021, the patient underwent orif with trochanteric fixation nail advanced (tfna) augmentation for fracture of the trochanteric femur. After the surgery, the patient started walking with load as soon as possible. Deformity of the femoral head was confirmed by x-ray in mid (B)(6) 2022. The surgeon removed the tfna, and the patient underwent the bipolar hip arthroplasty on (B)(6) 2022. Procedure was completed successfully. This report is for a traumacem(tm) v+ injectable bone cement - sterile. This is report 5 of 5 for (B)(4).